Manufacturer narrative:
Exemption number: e2015015.

Event description:
Clinician reported implant placed in site (ada #6) was without primary stability in type iii bone. Due to insufficient bone quality, implant was removed and grafted for future implant placement. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications or symptoms. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
Clinician reported implant placed in site ((B)(6) #6) was without primary stability in type iii bone. Due to insufficient bone quality, implant was removed and grafted for future implant placement. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications or symptoms.